Event description:
It was reported that patient was having transient, self-resolving power cable disconnect alarms. At the time of transient alarms, patient was asymptomatic and connected to ac and/or fully charged batteries. On (B)(6) 2023 morning, patient experienced this alarm at around 05:30 am while in the hospital, connected to the power module (ppm). The battery clips were reportedly replaced, and the internal battery was assessed to ensure it was properly seated. Log file review captured a few suspect power cable disconnect events on (B)(6) 2023. It was noted that the voltages were starting to show signs of cable fatigue. It was later reported that the issue resolved by exchanging the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the system controller was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 8 days (B)(6) 2023 to (B)(6) 2023 per time stamp). From (B)(6) 2023 at 14:53:28 to (B)(6) 2023 at 05:55:19 while connected to batteries, the power cable disconnect and low voltage alarms intermittently activated due to rsoc and bus voltage fluctuations on the power cables. Some of these instances coincided with rsoc invalid faults. The alarms were not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(4), was not returned for analysis. Additional information provided stated that the power cable disconnect events resolved after exchanging the primary controller and no product will be returned. A root cause for the reported power cable disconnect alarms were voltage fluctuations on both power cables; however, a root cause for the fluctuations cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instruction for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.